Manufacturer narrative:
Date sent: 05/31/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a tonsillectomy procedure, the device would not cut and would not coagulate. There was not enough ultrasound to use the device. A similar device was used to complete the case. There was no pt consequence.